Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
The customer reported a loud hissing noise. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. Technical support provided remote assistance to the customer. The customer reported that the ventilator displayed a leak message and that after changing the mask, patient circuit, and filter, it started annunciating a patient disconnect alarm. The customer declined the purchase order required for a philips service engineer to evaluate the unit and advised that they would be repairing it themselves.

Manufacturer narrative:
G4: 30mar2020. B4: 31mar2020. The customer confirmed that no failures were identified after completing performance specification testing; therefore, no parts were replaced and no repairs were performed. The ventilator was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.